Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -10.50 diopter tore during injection/delivery into the eye. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens and the problem was resolved. There was no injury reported.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).